Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2014-05768. It was reported that a catheter detachment occurred. During procedure, an 6f mach1 guide catheter was used to engage the right coronary artery. When the guide catheter was turned, it was noted that the proximal part of the guide catheter was detached. The 6f mach1 guide catheter was then removed and was exchanged with another 6f mach1 guide catheter to complete the procedure. However, it was noted that the second guide catheter was also detached at the proximal part. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.